Event description:
A user facility reported that one (1) patient sustained an untypical reaction of unknown severity following treatment with a pollogen legend+ rf device. No report of medical intervention was received from the user facility other than the initial report.